Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient had an issue with the infusion set, as the infusion set patch did not stick to skin upon insertion and the patient replaced the infusion set and resumed insulin deliveries successfully.